Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that impedances on the 0-7 lead were all greater than 10000 ohms. The patient denied feeling stimulation when programming anywhere on the 0-7 lead or to the left lower extremity. There were no recent falls. Reprogramming was attempted and could not get stimulation to the left lower extremity. The healthcare professional was going to order an x-ray and the issue was not resolved at the time of the report.